Event description:
The advocate stated the customer received a blood glucose reading of 29mg/dl from his breeze2 and a reading of 110mg/dl from her breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was asked to return the test strips but she misplaced them. Replacement test strips were sent to the customer.

Manufacturer narrative:
Model# was not provided.